Event description:
02/24/99 operation was scheduled for freedom for tendon repair (tightening) which had no connection to any howedica devices, because x-ray showed tilt and narrowing of tibia, tibial insert questioned for wear was revised.